Event description:
It was reported that there was insufficient ice. An icefx cryoablation system was selected for lung tumor cryoablation with two icerod cx 90 degree needles. The needles passed pre-procedure testing prior to use. During the procedure, the physician noted that the ice ball formed on the needles was not shaped as usual. The ice formation was noted to be suboptimal. The procedure was completed with this device. There were no patient complications reported. Troubleshooting performed by the field representative on the icefx console with a demo icerod needle showed the needle passed pre-procedure testing, but the temperature never dropped below -90 celsius (expected to drop to -140 celsius). The system was flushed with low pressure argon gas for ten minutes, however, that did not resolve the reported issue.